Manufacturer narrative:
Patient weight not available from site. No part has been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the tracker would not work when plugged in. There was a red status on the fusion. Further examination found that the wire was kinked and there was copper wire showing. This happened straight out of box. The site replaced the tracker with a new one after troubleshooting. There was no patient impact reported and a less than one hour delay to surgery.